Event description:
It was reported that the patient presented for device upgrade. High capture threshold was observed. Externalized externalized conductors were observed via x-ray. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.